Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: imagery of the delivery system after being used in the procedure which shows the distal tip split. 3mensio imagery was provided and showed the condition of the patient's access vessel. Calcification and tortuosity were noted. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by the provided photos of the complaint device. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Without the work order information, a review of the DHR and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. However, review of the complaint history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''the balloon ruptured circumferentially, and distal part of balloon would not come back into sheath.'' As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Excessive manipulation was likely applied to overcome the observed withdrawal difficulty, which could have contributed to the split observed on the sheath. Available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the delivery system balloon ruptured at full inflation of valve. Valve was fully deployed. Upon removal, there was damaged noted on the tip of the sheath due to attempting to remove device after balloon rupture. Initial imaging review appears to be a esheath distal tip split.